Manufacturer narrative:
Follow-up # 1 ¿ (11/04/2014). The patient¿s meter has been returned on 10/20/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; hpowever, a secondary issue was noted when the battery was found to be missing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation as the patient was unavailable to provide additional information when medical surveillance attempted to contact her. The patient reported that on (B)(6) 2014, at 06:00pm the subject meter powered off during use. It is not known whether the problem was intermittent or persistent. The patient detailed that she manages her diabetes using oral medication, diet and exercise. The patient claimed that ¿10 days after¿ the meter issue occurred, she developed symptoms of feeling ¿dizzy, shaky and nausea¿. The patient reported that on (B)(6) 2014, she increased the dose of her metformin to 1500mg. At the time of troubleshooting, the cca noted that the batteries did not need to be replaced and that there was no apparent misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.